Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported that the intellivue x3 indicating that there was a speaker technical error. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was sound as usual. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
After further investigation this was deemed not a reportable event with philips. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was sound as usual. A philips field service engineer (fse) went at the customer site for onsite service. The fse evaluated the device and confirmed the speaker technical error - still sound was coming from the device. The fse replaced the speaker to resolve the issue.